Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a superior vena cava (svc) coil alert for the right ventricular (rv) lead due to high/undefined impedance. The svc coil has had a history of fluctuating impedances since the patient¿s last device changeout procedure and was previously programmed off. The patient is now in for an another device changeout and upgrade to a MRI (magnetic resonance imaging) device. During this changeout procedure the physician observed that the svc leg of the rv lead has a slight kink in it. When the lead was attached to the new device the impedance values one again showed fluctuations while the physician manipulated the device in the patient¿s pocket. This prompted the physician to again program the svc coil off. The rest of the rv lead remains in use. No patient complications have been reported as a result of this event.